Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's blood glucose went up to 500 mg/dl in the morning and that it was now down to 45 mg/dl. He stated that the patient has been having high blood glucose readings for a while now and that she was hospitalized for a stroke in (B)(6) 2015. The customer was rehabilitating and had normal blood glucose readings until she suffered another stroke in (B)(6) 2016. When the customer was released from the hospital her blood glucose readings became out of control. The day of call her blood glucose was down to 55 mg/dl and ems was called to assist. Further details regarding the recent ems call was not yet available. No products were returned or replaced.